Event description:
The customer reported pulling out the rack pushrod rubber, mistaking it for an o-ring, which led to damage to the rack pushrod and issues with the cartridge fit. There was no reported impact to the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.